Event description:
The customer accidentally swallowed a contour next test strip along with his medication. The customer had no ill effects from the incident. There was no need to replace or evaluate product. Product information was not provided.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.